Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined through this evaluation. A direct correlation between the reported events (heartmate 3 lvad interference with ICD, cardiac arrhythmia) and the heartmate 3 left ventricular assist system could not be conclusively established through this evaluation. It was reported through the research abstract ¿unique technique to relieve left ventricular assist device electromagnetic interference with an implantable cardioverter defibrillator¿ identifying that hm3 (heartmate 3) may be related to electromagnetic interference with implantable cardioverted defibrillator (ICD), resulting in an inability to make a telemetric link for interrogation, or cause an inappropriate shock, or fail to deliver an appropriate shock. Eleven months after hm3 implant for the given patient, the ICD reported persistent atrial fibrillation with periods of rapid ventricular rates resulting in inappropriate anti-tachycardia pacing and ICD shocks. It was decided to deactivate the tachyarrhythmia therapies. However, in-office interrogation of the ICD was unsuccessful. Successful interrogation and reprogramming were only achieved when the patient was instructed to extend their arm (on the ipsilateral side of the ICD) above their head, thus increasing the distance between lvad and ICD from 4 cm to over 10 cm, eliminating the interaction. All available information for conducting this investigation was provided from a literature review. Attempts for further information, including the heartmate 3 device serial number, are unavailable. No product was evaluated under this complaint. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management" warn the user: the heartmate iii pump may cause interference with aicds. If electromagnetic interference occurs it may lead to inappropriate aicd therapy. The occurrence of electromagnetic interference with aicd sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: prior to implanting an implantable cardiac defibrillator (ICD) or implantable pacemaker (ipm) in a heartmate iii patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. Section b "safety testing and classification" states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2001, a1:2004 and iec 60601-1-2:2007 medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic compatibility. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. Note: special precautions are required for installing and using the heartmate iii left ventricular assist system within portable and rf communication environments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date (december 2020) since date of data collection was not provided. C jin, et al. Journal of cardiovascular electrophysiology. Doi: 10.1111/jce.14840. Department of medicine, westchester medical center, (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract ¿unique technique to relieve left ventricular assist device electromagnetic interference with an implantable cardioverter defibrillator¿ identifying that hm3 may be related to electromagnetic interference with implantable cardioverted defibrillator (ICD), resulting in an inability to make a telemetric link for interrogation, or cause an inappropriate shock, or fail to deliver an appropriate shock. This study described a technique to increase the distance between lvad and ICD, eliminating their interaction to allow successful interrogation of the ICD. A (B)(4) male with non-ischemic cardiomyopathy, left ventricular ejection fraction of 15%, and paroxysmal atrial fibrillation, implanted with ICD and hm3 was evaluated. Eleven months after hm3 implant, ICD reported persistent atrial fibrillation with periods of rapid ventricular rates resulting in inappropriate anti-tachycardia pacing and ICD shocks. It was decided to deactivate the tachyarrhythmia therapies. However, in-office interrogation of the ICD was unsuccessful. Successful interrogation and reprogramming were only achieved when the patient was instructed to extend his arm (on the ipsilateral side of the ICD) above his head, thus increasing the distance between lvad and ICD from 4 cm to over 10 cm, eliminating the interaction.